Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection did not find any anomalies. Mechanical inspection found obstruction/restriction in the connector region due to the over-torqued inner coil in the connector region. Electrical inspection did not find any shorts between the conductors. The reported event of the stylet unable to be advanced in the lead was confirmed, with the root cause of damage of the inner coil in the connector region consistent with procedural damage.

Event description:
During implant procedure, there were difficulties inserting the stylet into the lead. The lead was explanted and successfully replaced. The patient was in stable condition.